Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. A DHR (device history review) for the freestyle strips was reviewed and the DHR showed the freestyle strips passed all tests prior to release. A DHR (device history review) for the freestyle lite meter was reviewed and the DHR showed the freestyle lite meter passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed within specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver reported a low reading issues with a customer's adc blood glucose, having received a lower reading on the adc meter when compared to a laboratory result. Caller reported that on (B)(6)-2019, a reading of 191 mg/dl was received on the adc meter and the customer experienced dizziness and was incapable of self-treating. The customer was rushed to the emergency room where a laboratory result of 400 mg/dl was received. Customer was treated with insulin intravenously (does/type unknown) and was prescribed anti-anxiety medication. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low reading issues with a customer's adc blood glucose, having received a lower reading on the adc meter when compared to a laboratory result. Caller reported that on (B)(6) 2019, a reading of 191 mg/dl was received on the adc meter and the customer experienced dizziness and was incapable of self-treating. The customer was rushed to the emergency room where a laboratory result of 400 mg/dl was received. Customer was treated with insulin intravenously (does/type unknown) and was prescribed anti-anxiety medication. There was no report of death or permanent impairment associated with this event.